Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the safety was unable to be activated. The following information was provided by the initial reporter: verbatim: unable to activate needle safety, needle part remains stuck after cannulation leads to removal of cannula.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: h6: imdrf annex a grid: a0510 - retraction problem.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the safety was unable to be activated. The following information was provided by the initial reporter: verbatim: unable to activate needle safety, needle part remains stuck after cannulation leads to removal of cannula.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the safety was unable to be activated. The following information was provided by the initial reporter: verbatim: unable to activate needle safety, needle part remains stuck after cannulation leads to removal of cannula.

Manufacturer narrative:
H.6. Investigation summary: bd received a used 24 gauge nexiva unit from lot 3011617 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or defect to the device. Next, the engineer checked the device for any excessive adhesive or damage to the v-clip but could not find any defects to the components. Finally, the engineer attempted to decouple the needle from the catheter adapter but heavy resistance was encountered during decoupling. Once decoupled the engineer observed damage to the back end of the catheter adapter. It appeared to be bent out of shape. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the tip shield and the manufacturing equipment. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.